Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms.

Event description:
The customer reported via phone call that the insulin pump had received a motor error alarm. . The customer¿s blood glucose level was unknown. The customer also stated had received a no delivery alarms. Customer reports the drive support cap appears normal. Troubleshooting was performed for motor error alarm and customer was able to complete pump rewind. Advised the pump will need to be replaced. Advised to discontinue use of the pump. Recommended customer refer to back up plan. The insulin pump will be returned for analysis.